Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted, give date: not applicable as the lens was not implanted. If explanted, give date: not applicable as the lens was not implanted. (B)(6). The intraocular lens (iol) is not returning for evaluation as it is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported the doctor could not implant the pcb00 intraocular lens because it was stuck in the cartridge. The cartridge tip was in contact with the patient's eye. No incision enlargement, no sutures, and no vitrectomy was required. The patient was unable to have a lens implanted in the same surgical procedure as there was no other lens in stock. The patient was left aphakic. An implant was performed after three days. Material is not available for investigation. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.